Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of paclitaxel, at an unspecified rate, via the plum pump. It was reported that 20 minutes after the delivery was started, solution leaked from the semi-rigid adapter of either the inlet port or the outlet port on the filter of the tubing set. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.